Event description:
Spacelabs received a report that a patient monitor, model 91387, failed to alarm on ventricular fibrillation. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.

Event description:
Spacelabs received a report that a patient monitor xprezzon model 91393 with command module model 91496 alarmed for a ventricular fibrillation (vfib) event on (B)(6) 2014; however, the central monitor model 91387-38 did not. No one was injured as a result of this event.

Manufacturer narrative:
A review conducted by a spacelabs field service engineer (fse) found that the hospital made changes to their medical network configuration which precipitated an unstable environment. As identified in spacelabs product documentation, conformance to certain enterprise networking standards is required for use of the spacelabs products. A reliable network is needed for data transfer from the bedside monitor to the central monitor. The fse reviewed with the hospital¿s information technology (it) department the configuration information required so that data could flow from a bedside monitor to the central monitor over the hospital¿s network. The hospital¿s it department modified the network configuration, and there have been no other issues reported. This report is considered final and the issue closed. Placeholder.